Event description:
It is reported that during surgery in 2008, while inserting the screw into the tm acetabular augment the screw broke.

Manufacturer narrative:
Eval summary: as returned, the screw shows fracture damage from the base of the threads. Sem analysis shows elongated dimples and rotational rub marks, indicating that the screw fractured due to torsional overload. Eval: device history records indicate device manufactured to specification. Scanning electron microscopy analysis/energy dispersive spectroscopy analysis.